Event description:
Atty reported: in 2002--the pt underwent a hernia repair procedure with implant of a composix mesh. In 2008--the pt underwent surgery to re-attach the mesh patch.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available.